Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was recently moved. There were no issues or allegations mentioned and the dates were already on file. Recharging and therapy had been good. There were no symptoms or patient outcome reported. The indication for therapy was non-malignant pain. If additional information is received, a follow-up report will be sent.